Manufacturer narrative:
Nakanishi is scheduled to visit the dentist again soon (date undetermined) for more detailed information about the event, including patient information.

Event description:
On january 12, 2017, nakanishi received information about an nsk handpiece overheating. Details are as follows. On (B)(6) 2017, nakanishi visited the dental office where the overheating occurred, to investigate the usage environment. The dentist revealed in the conversation that the nsk handpiece, z95l (serial no.: (B)(4)) had overheated and burned a patient. The date that the event occurred is unknown.

Manufacturer narrative:
On february 9, 2017, nakanishi visited the dentist and tried to capture patient information, but the dentist did not provide the information. Upon receiving the device involved in the MDR event from a dentist, nakanishi conducted a failure analysis of the returned device that included measuring the temperature of the operating device [(B)(4)]. These activities are described in more detail below. Methodology used: \nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 1 service record (august 2016) since the device was shipped. According to the service record, after repairing the handpiece (replacement of cartridge, drive shaft and dog clutch), nakanishi performed all of the necessary operation checks. Nakanishi confirmed that all of the criteria were met. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test point (1) and (2) a few seconds after the start. Temperature measurements 11 seconds after the start are as follows: test point (1): 54.7 degrees c, test point (2): 81.9 degrees c, test point (3): 29.3 degrees c, test point (4): 29.6 degrees c. The rise in temperature was so sudden that the test was ended only 11 seconds into the planned 5 minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed breakage of a part of bearing retainer (ball retaining part) on the rear side of the cartridge (on the push button side). Nakanishi took photographs of all of the disassembled parts and kept them in a file. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of overheating of the returned device was due to frictional resistance generated by contact between the ball bearing part and the outer race (bearing outer metal part), which was generated by centrifugal action during rotation due to the broken ball bearing part. Nakanishi considers the possibility from many years of experience that the cause of the ball bearing part being broken was the ingress of dirt or foreign material into the ball bearing that interfered with rotation, which lead to the breakage of the ball bearing part. A lack of maintenance causes the above situation, which will contribute to the handpiece overheating. Nakanishi took the following actions in order to prevent a recurrence of the handpiece overheating. Nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.